Event description:
During coronary angiogram and balloon angioplasty of lad the balloon may have ruptured while the stent (everolimus eluting coronary stent) was deployed. The balloon and stent got entrapped and logged in vessel wall. While attempting retrieval of the equipment, the stent came off the balloon and got dislodged in the left circumflex artery causing dissection of lad. Pt underwent an emergent salvage coronary artery bypass grafting with lima and lad and repair of cardiac wound - large epicardial hematoma at site of lad dissection.